Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, upper out of range pacing lead impedance and increased right ventricular threshold were observed. Isometrics did not reproduce noise. Lead revision was recommended. The patient condition is stable and will continue to be monitored remotely.

Event description:
New information received states the pace/sense portion of the lead was capped and replaced. No patient symptoms were reported. The patient will be monitored normally.